Manufacturer narrative:
A ge oec service rep investigated the issue and could no duplicate the malfunction. In combination with the facility biomed engineer, multiple system circuit boards were removed and replaced. The system was upgraded as needed, tested and found to be functioning as intended. There was no info available from the facility with respect to this issue. No injury resulted.

Event description:
The ge oec 9800 fluoroscopy system had intermittent "communication errors" displayed. This issue reported occurred on 3 different occasions.